Event description:
Customer states that the defibrillator had a defib autotest error. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.